Event description:
It was reported that during device change-out for normal eri, the atrial lead was difficult to remove from the atrial port of the device header. The device header was damaged in the process of removing the lead from the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to remove the lead from the header was not confirmed in the laboratory. The device was returned with extensive damage to the header; multiple set screws were missing. Due to the extent of the damage to the header and missing set screws, the cause of the field event could not be determined.